Manufacturer narrative:
Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter, and the occurrence of complications is well described in the literature. Perforation/damage may occur as a result of over-wedging a pulmonary artery catheter or forcing the advancement of the catheter against resistance. In many cases, the patients' blood vessels or cardiac structures may be diseased and therefore weakened. Any perforation may cause significant bleeding/ injury. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that a team of physicians determined that from both symptomatic and survival standpoints, a (B)(6) year-old female with multiple cardiac risk factors and other comorbidities required a CABG procedure including a tricuspid valve repair and cox-maze procedure. The surgeon reported that during the tricuspid valve repair, a swan-ganz catheter had been inserted in the right femoral vein and he visualized that the tip of it was in the right atrium, so then advanced it through the tricuspid valve and into the right ventricle (rv). Afterward, as the patient was being weaned from cardiopulmonary bypass, the surgeon noted ¿venous bleeding welling up.¿ this prompted him to pick up the heart and discover that the swan had perforated through the apex of the rv. The swan was pulled completely out from the patient and the surgeon repaired the perforation with multiple pledgeted prolene sutures. Operative findings noted that the patient was morbidly obese with a deep chest. She had recently been on steroid/immunosuppressant therapy and had very fragile tissues with significant mediastinal and epicardial fat. The physician noted that the routine insertion of the swan-ganz perforated the apex of the rv due to the fragility of her tissues. The patient was reported to have tolerated the intraoperative procedures well and was transferred to the surgical intensive care unit in stable condition. At the time of the hospital reporting the event to edwards lifesciences, the patient was reported to have expired. It is unknown if the perforation is alleged to have contributed to or caused the patient to expire. The product model and lot number are unknown. It is also unknown if the product is available for return.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.